Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced urinary problems, neuromuscular problems, vaginal scarring and other. It was reported that the patient underwent partial explant on (B)(6) 2009 by dr. (B)(6) at (B)(6) medical center due to erosion. It was reported that the patient underwent partial explant on (B)(6) 2010 by dr. (B)(6) at (B)(6) medical center due to erosion.